Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. The item was previously returned for service on 16-aug-2013 due to intermittent operation. A service request for this item was called in on 22-jan-2014 for sticky button and no power. There are possible relevant issues identified in the service history review, but no conclusion can be drawn. (B)(6). Placeholder.

Event description:
Customer facility biomed reported, part no. 05.001.201, lot no. 5213, battery modular handpiece has a sticky button and the motor won't spin. The event occurred during an operative procedure. Patient harm or operative delay were not reported but additional information regarding the event were not known to reporter at time of call. Reporter stated another device was available to complete the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation completed (B)(4) 2014. The reporter complaint that the unit has sticky triggers and no power was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to immersion during cleaning. Device is an instrument and is not implanted/explanted. Placeholder.